Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd technical services provided training and educational materials to this customer. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a serious injury occurred with a unspecified bd urine collection device. The following information was provided by the initial reporter, "the needle was bent and an in attempt to straighten the needle he was stuck. Spoke with the customer. She stated that the employee stuck his index finger into the needle, and was treated at employee health. She wanted to know if there is any documentation that states that there is a needle under the label, because the employees do not read the label on the urine cup. I sent her the urine wall chart on processing samples, and the instructions to the patient, that specifically state that there is a needle under the label."